Event description:
Urethral bulking implant material was observed in the pt's bladder. The dr felt that he made the injection too superfically. The dr stated that the pt simply voided the material. He gave her a second injection and the pt is doing fine. No furthr complications have been reported.